Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. It is unknown what specific reload was fired during this event and the procedure logs cannot be viewed due to insufficient information provided. It is unknown what color stapler reloads were used during this event; therefore, a general sureform 45 reload is being reported on. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs cannot be performed due to insufficient information provided. The event date and da vinci system serial number are unknown. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a sureform 45 stapler instrument fired an unspecified sureform 45 reload (unknown color) and the staple line bled. The surgeon sutured the staple line to resolve the bleeding. The cause of the complication is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 45 stapler instrument fired an unspecified colored reload and the staple line bled. The surgeon sutured the staple line to resolve the bleeding. The procedure was completed robotically. The patient is reported to be doing well post-operation. The type of tissue involved with the staple line bleed and the estimated blood loss volume are unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.